Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was in the hospital due to the fact that she fell and hit her countercoup in her kitchen. The patient was not sure if she had dislodged any wires, injured her incision site, or ens. The patient reported back pain and uncomfortable stimulation, that feels like a menstrual cramp that "makes her jump". After the patient decreased stimulation, it then felt like a bruise, however the pain had subsided. No further complications were anticipated/reported.